Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/9/2020. Additional information: a manufacturing record evaluation was performed for the finished device lot number pbk957-vcp433h, and no non-conformances were identified. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure?¿¿pulling off. Suture needle just as soon as they are sutured. What is the condition of the patient?¿¿the patient is in good condition. Additional h3 investigation summary: it was reported that the problem of pulling off suture needle had happened. One paper lid, one empty winding former, a needle and a suture of product code vcp433 was received for analysis. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under 20x magnification and no suture remnant was noted; however, slightly marks were noted on the body of the needle. The suture was examined, and the insertion end was observed to be as expected. The force used to detach needle from the suture could not be determined. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the problem of pulling off suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803 and part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the needle removed from the patient during the same procedure? What is the condition of the patient? Attempts have been made to retrieve the device. To date ,the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020, and a suture was used. During the procedure, the suture pulled off the needle. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.